Event description:
It was reported by service report that the footboard on the s3 bed was not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
MFR's investigation found that the facility had gotten a tag caught in the footboard connector inhibiting it from functioning properly.